Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. The following case has been opened in salesforce and marked as a complaint or product discrepancy. Please review the following details and click the link below to review the case itself. (B)(4). Case description: nurses complaining on constant alarming at neoi. Failure device type: guardrails editor. Failure problem type: (B)(4). Failure mode: training question. Case resolution: nurses are getting annoyed by frequent alarms at neoi on syringe modules. Showed quac where the snooze option was. It was not enabled so the nurses are dealing with the standard 2 minute silence that cannot be altered. Explained he will have to test it and see what settings better fit the nurses.